Event description:
Mepilex border post-op ag, 4" x 12" dressing was noted to have a tannish / brown coloration when it was opened at the end of the case. This dressing was not used and replaced with another dressing that had the normal grayish color. FDA safety report ID# (B)(4).